Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device had failed to alarm and requested support. The complaint device was not in clinical use at the time that the issue was discovered.